Event description:
It was reported that the customer had a blood glucose level of 236 mg/dl while her sensor glucose reading was 89 mg/dl. Standard troubleshooting was performed. The customer stated she does have some scar tissue in the area she uses the sensor. The customer was advised to monitor the sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.